Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. We are working on the manufacture record evaluation (mre), once we get more information it will be submitted in the supplemental. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a thermocool® smart touch¿ electrophysiology (st) catheter and suffered a cardiac tamponade requiring pericardiocentesis. After performing a transseptal puncture, isolation of the four pulmonary veins was done with cryoablation balloon, and the cavo tricuspid isthmus was ablated with radiofrequency (rf) using the st catheter. After four hours of procedure, 10 minutes of waiting post isthmus ablation, completing the ablation phase, and post use of biosense webster inc. (Bwi) products, the physician performed a transesophageal echocardiogram and found a cardiac tamponade. Hypotension was signaled by the anesthesiologist. Pericardiocentesis was performed and 700ml of fluid was removed. There was a procedure delay of 60 minutes. Extended hospitalization of 48 hours for monitoring was required. The patient condition had improved. The physician was unsure of the exact casualty of the event. However, physician indicated the blood removed from patient was really red, and the physician suspects a left atrium tamponade. Therefore, it is not believed to be related to the rf ablation. Transseptal puncture was performed with a baylis transseptal needle. There was no evidence of steam pop. Flow setting was 20 ml/min. Graph, dashboard, vector, and visitag force visualization features were used. Visitag parameters were normal settings, range 3mm, time 3 seconds, force over time 25%, 3 grams, respiration adjustment. Color options of force time integral, average, force, time and ablation index. There were no error messages observed on biosense webster equipment during the procedure.

Manufacturer narrative:
During an internal review on (B)(6)2020 , it was noticed that the manufacture date and expiration date were omitted in error. Section d4 expiration date has been updated with 5/16/2020 and section h4 manufacture date has been updated with (B)(6)2019 . Manufacture reference no: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a thermocool® smart touch¿ electrophysiology (st) catheter and suffered a cardiac tamponade requiring pericardiocentesis. The initial date received by manufacture was erroneously reported as 11/20/2019. This report has been updated with the correct date of :11/19/2019, that the complaint was received by the manufacture. Manufacture reference no: (B)(4).